Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Event description:
Healthcare professional reported "right breast implant rupture." Device has been explanted and replaced. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening, wear abrasion and yellow particle inside the device. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening sharp in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a opening sharp in the posterior side assessed as unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted.